Manufacturer narrative:
(B)(6). Results: no samples were provided by the customer in support of this complaint, however a photograph was provided showing a tube with two labels attached. A DHR was performed. No issues relating to the reported defect were identified within the DHR for this lot number. The returned photograph showed that two labels were applied to a tube. Conclusion: bd was able to confirm the customer¿s indicated failure mode based on the photograph provided. Possible root cause for this failure could be that labels are dispensed at around 15 labels per second and applied to the tubes passing through the machine. A sensor checks for the presence of each tube and if a tube is not detected then no label is dispensed. In this case it appears that a missing tube was not detected which meant that the following tube received two labels. Based on an evaluation of severity and frequency it was determined that no further corrective action is required at this time. (B)(4).

Event description:
It was reported that different barcode labels were found on a bd vacutainer® tube sst ii plh 13x100 5.0 bd nat tube post use. No report of injury or medical intervention.